Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the battery charger/modem was unable to power on. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board sn (B)(4). In addition, the u1000 and u1001 components were shorted. The cause of the resets is the bga failure and shorted components. The root cause for the flash memory failure could not be positively identified. The root cause of the shorted components cannot be positively identified. The root cause of the resets cannot be distinguished between the bga failure and shorted components. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.